Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system with a left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) recorded unstable pacing impedances (pi) that have reached high, out of range values. Patient felt shortness of breath and syncopal when pacing impedance values were out of range. Thresholds were stable on days when pi was oor and channel was absent of noise. Presenting electrograms unchanged. It was recommended to consider serial impedances with isometric movements if not performed yet and evaluate ring configurations. As patient is not dependent and rv stable, so can continue to monitor the lv and crt-d that remain in service. No additional adverse patient effects were reported.